Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected to accurately indicate that the report source is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken lens issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device has been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus sales representative reported the customer oes elite high-definition autoclavable telescope has ¿broken lens¿. The reported problem was found at reprocessing. No death injury or infection and no impact to person or other was reported to olympus.